Event description:
Olympus was informed that during a routine inspection of the electrosurgical generator 'esg-400', the technician found the electrosurgical generator to display error message e433. Since this error message occurred outside of a procedure, there was no patient involvement.

Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for evaluation/investigation but to an olympus regional repair center (rrc) in india (returned to rrc on 2022-07-06). The evaluation revealed the occurrence of error e433 which is triggered by the generator¿s safety system. In case of critical errors, the safety system will not permit any further use of the generator until the error is rectified. In the case at hand, this was caused by a defective high voltage power supply (hvps) board. Thus, this event/incident was attributed to component failure. Furthermore, the following additional issues were detected during its inspection: dust inside the device, scratches and hit marks on the front panel, scratches on the power switch, the power switch was noisy when being pressed, scratches on the display, the universal socket of the front panel was corroded, minor scratches and dents on the housing cover, scratches on the housing, minor scratches on the back of the housing, rust on the housing, rust on the back of the housing, minor cracks in the front panel, minor cracks on the docking connector, a footswitch socket was corroded, at least one of the two flexray sockets was corroded as well as rust on the connector for potential equalization on the back. However, these findings do not have any impact on the occurrence of error message e433. Furthermore, a manufacturing and quality control review was performed for the affected serial number of the hf generator without showing any abnormalities. The case will be closed on olympus side with no further actions, but the reported event/incident will be recorded for trending and surveillance purposes. Furthermore, the user will be informed about the investigation results.